Event description:
It was reported that the patient had an implantable cardioverter defibrillator (ICD) following ventricular assist device (vad) implantation on (B)(6) 2021. The reported types of arrhythmias were ventricular tachycardia and ventricular fibrillation. The arrythmias had not existed prior to the vad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.